Event description:
It was reported that this patient presented to the emergency room after receiving shock therapy from their implantable cardioverter defibrillator (ICD) device. Boston scientific technical services (ts) reviewed the episode in question and indicated that the device shocks were inappropriate therapy delivered due to an atrial-driven arrhythmia and device therapy was exhausted. The healthcare provider (hcp) also provided the device settings report from the patients previous office visit five days prior to receiving the device shocks. The settings report indicates that the device was programmed to monitor only in the zone in which device shocks were subsequently provided. Ts discussed that the device cannot automatically reprogram and asked the hcp if the patient had a subsequent device interrogation or a programming change made between the previous office visit and the device therapy episode. The patient stated they have not had any other device programming performed in this time period. Ts explained that they would need device data files to investigate the issue further. Device data was provided, and boston scientific engineering reviewed the data to look for programming changes. The review by engineering indicated there was a programming timestamp on the day of the last office visit, but the timestamp does not indicate what programming was changed. The data also indicated shocks were enabled in the zone but then disabled on the day after the shock event. Engineering stated that the patient must have left the office on the day of the previous office visit with shock therapy enabled in that zone. Engineering speculated that perhaps shocks were disabled, a device settings report was created and then shocks were re-enabled on that same day. Another possible scenario provided by engineering is that all desired programming changes were entered in the programmer but then the user never pressed the program button to actually send the updated programming to the device and a device settings report was printed with the new settings. Engineering indicated that based on the data review, the device operation appeared to be normal with respect to programming and it cannot be ruled out that multiple interrogations or programming changes were performed on the day of the previous office visit. Ts provided the device data review analysis to the hcp. The device remains in-service. No additional adverse patient effects were reported.